Event description:
Medtronic received information that during the pre-implant balloon aortic valvuloplasty (ba v) preparations for a transcatheter bioprosthetic valve, a tyshak ii balloon burst at the end of its inflation. There were no adverse patient effects. The balloon was inspected after its removal, and it was confirmed that there were no balloon pieces/parts missing. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).